Event description:
Received a report of a device leaking at luer connector around the threads. Pt's IV access was a central line. No extension set was utilized. There was no harm to the pt or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the device would not be returned. The customer's experience of a leaking luer connection was not confirmed and the root cause was not identified as no product was returned for eval.